Event description:
Reporter reports that a pt needed their transfer set replaced since the occluder feet were broken. The transfer set was placed 2006. There was no pt injury or medical intervention associated with this incident.

Manufacturer narrative:
There has been corrective and preventative action taken relative to this matter. Renal product surveillance, quality engineering, along with plant mfg, will continue to monitor this product line.